Event description:
It was reported that the pump reset unexpectedly. Additionally, was reported that the customer experienced ongoing elevated blood glucose (bg) levels of "high"; although specific value was not provided. Cause was not known. A manual insulin injection was delivered and supplies were changed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Ultimately, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.